Event description:
Information was received from a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the communicator will not turn on. The patient stated that when it is connected to ac power, it will show a green light but will not power on and show the blue flashing light. The date 2026-feb-25 is considered an approximate date of event (specific month and year known only). No patient symptom was reported. A request for replacement was made.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 18-oct-2025, UDI#: (B)(4), h3. Analysis of the communicator found micro usb charge port was loose and rattling, device was not powered on after 1.5 hour, and corrosion near a power button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.